Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. It was stated that the customer changed the infusion set prior to going to bed, and woke up vomiting. The infusion set was removed, and the cannula was bent. The caller stated that troubleshooting was not necessary. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.